Event description:
Hamilton medical ag received the following event description: "ventilator passed pre-op checks, put on patient...alarm evident "exhalation obstruction - low minute volume". Staff changed patient to different vent (drager v800)...patient ventilated ok. Retrieved spare t1 ventilator, passed pre-op, transferred patient to this t1 ok. Staff checked first t1 (27551) again, put on a test lung...initially didn't ventilate properly but resolved after 5 minutes and ventilated ok." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).